Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center reporting a system error 2240 (air in set) during dwell 4 of 4 on the home choice machine. The technical service representative (tsr) instructed the home patient (hp) to cycle the power clearing the alarm and explained the alarms. The hp would call the registered nurse regarding the alarm and any missed therapy. Product surveillance contacted the hp on (B)(4) 2011 regarding the system error 2240 alarm. The hp did not disconnect at any point during therapy and did not notice anything with the setup. The hp resumed therapy starting over with new supplies. The hp stated he contacted his peritoneal dialysis nurse before he called baxter and they were aware of the alarm. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to lack of sample. The cause was not determined. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Additional investigation is being conducted through (B)(4).